Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to acute heart failure on (B)(6) 2021. The outcome was not considered to be device or therapy related.

Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.